Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the front therapy electrode. The rash was described as red skin. The patient's physician advised the patient to end use of the lifevest. During a follow up call, the patient reported that her skin was healing and getting better there was no allegation that a device malfunction caused or contributed to the patient's reported skin irritation.